Event description:
It was reported by the pt's mother, that the pt experienced "severe intrathecal baclofen withdrawal", specific symptoms were not reported. She indicated that the catheter disconnected from the pump. She stated that the "pump had a mfg defect and the connector was defective." The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration sys indicates it is baclofen. The pt's status was undetermined at the time of the report. A f/u report will be sent if add'l info becomes available.